Event description:
It was reported that during a pre-discharge device check for this subcutaneous implantable cardioverter defibrillator (s-ICD), the physician performed an induction test, which was not intentional. The physician did not believe they had triggered the induction. Device data was saved and submitted to technical services for review, to determine exactly what happened when the induction was performed. No adverse patient effects were reported outside of the shock that was delivered. The device remains implanted and in service. Technical service reviewed the log files. An induction episode is initiated when the "hold to induce" button is pressed. The induction episode ends when "hold to induce" button is pressed again, the "exit" button is pressed, or 102 seconds have passed since the "hold to induce" button was pressed. In this case, the episode ended 102 seconds after the induce button was pressed. The induction window was not exited in that time. The device started charging about 12 seconds after induction was initiated. Capacitor charging took 7 seconds. The shock was not delivered, as shock confirmation criteria were not met at the end of charging. Then, the device started to charge a second time and the shock was delivered. However, as no episode is stored during an active session, the second charge which resulted in shock delivery is not available in any episode report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.